Event description:
It was reported that the bd univia¿ whitacre spinal needle was "too soft" and wouldn't advance through the ligaments. Additionally, it was reported that the needle became stuck in the introducer, and the tip would not pass through the dura mater. All defects occurred during use in lot# 1910013. The following information was provided by the initial reporter: "the spinal needles are far too soft, advancing through ligaments is difficult, there is a risk of bending or breaking. Needle gets stuck in the introducer. The pencil point tip does not offer the sensation of passing through the dura mater."

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history was performed and found no non-conformance's related to the reported issue during production of batch 1910013. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. The stylets were inserted through the introducers, no friction was noted during connection and the needle could smoothly advance without issue in all samples evaluated. The internal diameter of the introducers was measures and found to be within specification. Product undergoes a series of testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device. All lot release testing was reviewed and found product met requirements, no issues were identified. Based on the available information we cannot determined a root cause related to our manufacturing process at this time. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd univia¿ whitacre spinal needle was "too soft" and wouldn't advance through the ligaments. Additionally, it was reported that the needle became stuck in the introducer, and the tip would not pass through the dura mater. All defects occurred during use in lot# 1910013. The following information was provided by the initial reporter: "the spinal needles are far too soft, advancing through ligaments is difficult, there is a risk of bending or breaking. Needle gets stuck in the introducer. The pencil point tip does not offer the sensation of passing through the dura mater."